Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on day 8 of tracheostomy for complete dependence on mechanical ventilation, without any respiratory autonomy, there was an occurence of accidental decannulation during first verticalization test. The accidental decannulation was complicated by cardio-respiratory arrest, resulting in less recovery 3 minutes after recannulation and resuscitation maneuver. The incident had no long term consequences to the patient.